Manufacturer narrative:
Based on the current information provided, the cause of the complications cannot be determined. A product has not been returned to isi for evaluation. A follow-up MDR will be submitted if additional information is obtained. A review of the advanced instrument log for this instrument was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). Per the fae, the logs show that the sureform 45 curved-tip stapler instrument, was installed on the system 14 times, and it fired 12 reloads (5 white, 6 green, 1 black, in that order). On installs 1-10, and 12, the first clamp was successful, and the firings were completed, with no pauses for compression on each. On install 11, there were 2 complete clamp attempts, however no firing was attempted. On install 13, there was 1 clamp completed, however no firing was attempted. On install 14, there were 3 complete clamp attempts, and the firing was completed, with no pauses for compression. There were no incomplete unclamps, incomplete clamps, or firing failures for this instrument. There were no stapler related errors in the logs. A review of the site's system logs for the reported procedure date was conducted, and per the investigation, no related system errors occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. This complaint is considered a reportable adverse event due to the following conclusion: it was reported that during and/or after a da vinci-assisted lobectomy surgical procedure, a patient experienced serious complications, including a bronchopleural (bp) fistula and multiple operations. An intervention was needed post-operatively for unspecified complications; specifically, the patient was brought back to the or for another surgery.

Event description:
It was reported that during and/or after a da vinci-assisted lobectomy surgical procedure, a patient experienced serious complications, including a bronchopleural (bp) fistula and multiple operations, and they were sent to a different site for additional surgery. The surgeon stated that he experienced difficulty stapling across the bronchus, and a tissue too thick message kept repeating, resulting in a repeated compressing/clamping sequence. He confirmed that the issue occurred with a black reload during a right lower lobectomy and that no other stapler issues occurred during the initial procedure. The surgeon thought the repetitive clamping motion may have caused tissue damage, but he was uncertain. An intervention was needed post-operatively for unspecified complications; the patient was brought back to the or for another surgery. The surgeon struggled long-term with the patient's care. Intuitive surgical, inc. (Isi) contacted the site for further details; however, no additional information has been provided at the time of this report. The procedure details, the cause, and severity of the complications, details regarding surgical and/or medical interventions, the patient's status, and any other event details are currently unknown.